Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due premature battery depletion (pbd) and device emitted faulty code. A new device was successfully placed. No additional adverse patient effects were reported.